Event description:
It was reported by the customer that a pyxis medstation es system 2 cubie pockets was not detected on bus. The customer stated that there was a delay and issue getting meds out from the customer. Customer added that they had to get meds from the main rx. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the 15 pocket was failed. A field service engineer recovering three times in a row to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.